Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The mother called requesting assistance on how to get another blood glucose meter. During the call, the mother stated that her son's blood glucose was high the night before, and the customer was taken to the hospital because, he blacked out while driving his car and ran into a ditch. The mother stated that his glucose level was over 500mg/dl. No further info was provided.